Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level despite the issue. The customer resolved the situation by changing the infusion set and cartridge, and resuming insulin.